Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the machine won't boot up past the philips logo screen. There was no report of adverse patient impact.